Event description:
It was reported that patient underwent hip procedure in (B) (6) 2005. On (B) (6), 2010, patient was sitting and during a certain movement, suddenly felt a crack in his left hip. X-ray showed a broken ceramic head. Revision procedure was performed on (B) (6), 2010. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA. (B) (6).